Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #: 1627487-2017-07017. It was reported that the patient went to the emergency room due developing an abscess at their lead site. As a result, the patient underwent surgical intervention on (B)(6) 2017 to have their scs system explanted and wound irrigated.